Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the malfunction was caused by reasonably known factors, such as damage or deterioration of parts, environmental factors (e.g., dust, dirt, humidity, ambient light), optical issues, interoperability problems, overheating, or electrical issues (e.g., signal loss or an open circuit). The most probable cause of this complaint is an expected or random component failure without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, an image blackout occurred on the colonvideoscope with e315. There was no patient involvement.